Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid experienced repeated failures and was noted to be overheating. A system reboots temporarily resolved the issue; however, the failure recurred intermittently. Troubleshooting steps, including reboot and recovery, were attempted, but the issue persisted. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier failed and was heating up. A field service engineer (fse) investigated reports of the biometric identifier not entering sleep mode and becoming warm during use. Although a power cycle temporarily resolved the issue, the fse performed further troubleshooting and identified a phantom pre-enumerator driver causing a resource conflict, preventing proper bus-level instructions for sleep mode. The fse removed the phantom driver and associated registry keys, verified wiring and driver configuration, tested functionality in the hardware test application (hta), and rebooted the device to ensure the issue did not recur. The system was confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.